Event description:
It was reported that during central processing the tenaculum forceps instrument had "fiberglass" peeling off the shaft. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube had a .750 inch long section with material removed on one side of the tube. The damaged area is contained within a larger area that has the appearance of tube wear, but the surface is smooth. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if additional info is received.